Event description:
The patient contacted animas on (B)(6) 2012, stating that the keypad buttons were intermittently unresponsive, requiring multiple hard presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed that the up button responds intermittently. There was no visible damage to the keypad, which was removed: adhesive contamination was found under all button contacts. Unrelated to this complaint, the display was dim . When replaced with a test screen it responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.